Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was 600 mg/dl. The customer changed the cartridge and has not received any further occlusion alarms. Tandem technical support performed a system check with current supplies and they were found to function as expected.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.